Event description:
Did not cut suture. A second tip was tried with the same results. Additionally, account stated the physician was doing a laparoscopic chole procedure when the switchblade failed to cut the suture. The physician tried two of these switchblade scissors with the same results before switching to a different instrument and finished the case without further incident.

Manufacturer narrative:
An investigation was initiated into the matter of, "the scissors did not cut suture". Device was not made available for evaluation. The device history report was reviewed and showed no other issues had been reported for this lot. No trend has been detected for this issue. Without instrument cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a f/u report will be filed.